Event description:
It is reported by the customer "black pieces are coming out of solution" in connection with two cyf-v2 videoscopes. The customer further states patients have urinary tract infections. Additional details regarding the patient(s) and reported event(s) have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports one cyf-v2 scope. Case with patient identifier (B)(6) reports one cyf-v2 scope.